Manufacturer narrative:
A service engineer has been on site and started the investigation. An air gas module was found defective and has been replaced. The replaced part has been requested for investigation, but not yet received. A supplemental MDR report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no pt involvement. (B)(4).